Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured february 7, 2013 - february 8, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. The visual inspection noted a ruptured reservoir, verifying the reported condition. A microscopic inspection of the bladder revealed a marking on the exterior surface of the bladder near the rupture line. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. The reporter stated that the bladder had a "vertical break in 80% of its length". There was no patient involvement as this occurred before patient use. No additional information is available.